Event description:
The device was applied during an abdominal hysterectomy procedure. Reportedly, the staples did not lock properly. The surgeon used another device to complete the procedure. No pt injury reported.